Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed some wide fluctuations in pacing impedance, and the superior vena cava (svc) defibrillation coil impedance exceeded the programmed upper alert threshold, triggering an alert for out-of-range/high svc coil impedance. Follow up was attempted but no further information was ascertained at this time. The lead remains in use. No patient complications have been reported as a result of this event.